Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a hospitalization for low blood glucose on (B)(6) 2014. The customer was driving when he blood glucose dropped low and she crashed into another car at the stop light. Offered troubleshooting but the customer stated that her doctor has made some adjustments to the insulin pump and she is in a trial program now. Customer also mentioned having sensor glucose reading and blood glucose reading discrepancies. This led to alerts on the insulin pump relating to difference between sensor glucose and blood glucose. Troubleshooting was performed and the issue was resolved. Nothing further reported.